Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had login issue for one of the users. The technical support specialist mentioned that the customer resolved the issue. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a login issue. The customer stated that one of the user is unable to authenticate, unable to log on into pyxis. User was able to remove meds from another station limiting the amount of delay. There were no adverse events or injuries reported based on this event.